Manufacturer narrative:
Follow-up # 1 ¿ (06/25/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 between 4:30pm and 5pm. Just prior to the start of the alleged issue, the patient felt unwell specifying he felt insecure and could not concentrate anymore; the patient¿s previous blood glucose reading earlier in the day is not specified; however, the patient indicated he administered his usual dose of insulin (4.5 units of actrapid) at noon time that day. At the time of the alleged meter issue, the patient reportedly obtained blood glucose readings of ¿7.8mmol/l¿ with the subject meter and ¿5.1mmol/l¿ with a secondary meter (onetouch vita) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. According to the csr¿s documentation, immediately after the alleged issue occurred, the patient reportedly consumed a glucose tablet as treatment and immediately felt better; and then retested with his onetouch vita meter (¿4.4mmol/l¿). During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury the patient reportedly felt insecure and could not concentrated before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged meter issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.